Manufacturer narrative:
The hill-rom technician found the nurse call board was the issue. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the nurse call board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed exit would not send a nurse call when ppm was activated. The bed was located on the 6th floor at the account. There was no pt/user injury reported. (B)(4).